Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise resulting in automatic mode switch. The lead was explanted and replaced successfully. The patient did not experience any symptoms with the reported noise. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis found inner insulation breached at the suture sleeve tie location 31.5 cm from distal tip consistent with over tightened suture sleeve. This exposure of the inner coil contributed to the noise reported from the field.